Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device experienced a "downstream occlusion!" Alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor which was out of specification. The downstream sensor required to be calibrate to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device experienced a "downstream occlusion!" Alarm. No additional information is available.